Manufacturer narrative:
The manufacturer received additional information on 09/23/2021 that the date of event was 08/05/2021. Please see section b3 of this report for updated information.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, chronic sore throat, nasal passages were swollen, nose is stuffy all the time like allergies; difficulty breathing, nasal/throat irritation or soreness, dry throat and dry nose, along with other flu-like symptoms, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health clinical code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on may 19, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, chronic sore throat, nasal passages were swollen, nose is stuffy all the time like allergies; difficulty breathing, nasal/throat irritation or soreness, dry throat and dry nose, along with other flu-like symptoms, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the allegation of cancer. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events (the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.

Manufacturer narrative:
In the previous report, the manufacturer mentioned incorrect verbiage in section h11, as there was no report of patient harm or injury. Section h11 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, chronic sore throat, nasal passages were swollen, nose is stuffy all the time like allergies; difficulty breathing, nasal/throat irritation or soreness, dry throat and dry nose, along with other flu-like symptoms, particles in tubing/chamber related to a CPAP device's sound abatement foam. Additional information was received about the allegation of cancer.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058